Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, bilateral iliac artery thrombus. Evaluation, conclusion: bilateral iliac artery thrombus.

Event description:
An endurant bifurcated stent graft was implanted in a pt for the endovascular treatment of bilateral iliac artery aneurysms with thrombus, on an unk date. At the time of implant, the left hypogastric artery was occluded with coils. A routine CT, one month ago, showed that the right iliac portion of the stent graft had lost its seal, resulting in a distal type I endoleak, as the thrombus was too soft to maintain the seal. Approximately 4 weeks ago, a 20x12 aneurx bifurcated stent graft was placed via the right side. The contralateral gate was cannulated via brachial access and placed into the right hypogastric successfully, followed by the placement of another manufacturer's stent. No additional clinical sequelae were reported, and the pt is fine.